Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator, fluoroscopy functions (ffb) and generator interface (gib) pcbs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the collimator closed/coned down and no images could be seen. No patient death or serious injury was reported related to this event.